Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: UDI and g4: 510k are unknown. No product information has been provided. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock sensor was replaced and the device passed all testing.

Event description:
It was stated that the sensor did not confirm the cassette lock. There was no reported patient involvement.